Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that upon a power source change from batteries to the power base unit (pbu), the pt experienced visual and audible alarms, the system controller became hot to touch, and smoke and sparks began to emanate from the system controller at proximal strain relief of the black power lead connector. Per the clinical specialist, the strain relief melted.

Manufacturer narrative:
The system controller was returned to the manufacturer and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.